Event description:
The manufacturer's rep reported that the pt had the pump explanted due to infection. The pt initially was experiencing redness over the pump treated with keflex, then redness over the catheter began. The complete blood count was within normal limits; there was an elevation in the sedimentation rate. No symptoms of increased spasticity. The pt is doing well after the explant.

Manufacturer narrative:
The field service engineer (fse) evaluate the instrument and found a broken finger on the plunger clamp in the reported problem area of the pipette assembly. The plunger clamp was replaced. The instrument was inspected, tested without further problem and returned to service.